Event description:
It was reported that during the implant attempt, the physician was unable to find a stable position with the lead. After the third try, the physician took the lead out and tried to extend and retract the screw, which was "jumping" in and out. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.